Event description:
It was reported that the programmer was unable to be powered on. The programmer was returned for service and subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. The power supply was found to be defective. The power supply was replaced, the device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.